Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, lot# b0870302k, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 7489-10, lot# nhu182451v, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had an infection of their system. It was unknown if there were any environmental, external, or patient factors that may have led to the event. It was unknown what diagnostics were performed. The patient was given various antibiotics. The patient had their full system removed after they experienced an infection that apparently cleared, but now the patient wanted to have 2 mris that they needed before they had it put back in. The implantable neurostimulator (ins), lead, and extension were explanted on (B)(6) 2016. The issue was resolved at this time. The system would be replaced in the future. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.